Event description:
It was reported that, in an arthroscopy, when introducing the gd wire nitinol, the metallic cannula was inserted but the introducer was released from the cannula and the doctor threaded the introducer with the wire in the joint. The force that was used to place the cannula broke the nitinol tip inside the patient. The broken wire was removed. The procedure was completed with a smith and nephew back up device with a delay of 40 min. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, in an arthroscopy, when introducing the gd wire nitinol , the metallic cannula was inserted but the introducer was released from the cannula and the doctor threaded the introducer with the wire in the joint. The force that was used to place the cannula broke the nitinol tip inside the patient. The broken wire was removed, but ended up locking a needle in the nitinol. The procedure was completed with a smith and nephew back up device without delays. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.